Manufacturer narrative:
Literature citation: harvie hs, amundsen cl, neuwahl sj, et al. Cost effectiveness of sacral neuromodulation versus onabotulinumtoxina for refractory urgency urinary incontinence: results of the rosetta randomized trial. J urol. 2019:101097ju0000000000000656. Doi: 10.1097/ju.0000000000000656. This value is the average age of the patients reported in the article as specific patients could not be identified. This value is the race of the majority of patients reported in the article as specific patients could not be identified. Date of event: please note this date is based off of the article¿s date of acceptance as the specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Other applicable components are: product ID: neu_interstim_ins, lot#: unknown, product type: implantable neurostimulator. Other relevant device(s) are: product ID: neu_interstim_ins, serial/lot #: unknown, ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature abstract: sacral neuromodulation and intradetrusor injection of onabotulinumtoxina are therapies for refractory urgency-urinary incontinence. Sacral neuromodulation involves surgical implant of a device that can last 4-6 years, while onabotulinumtoxina involves serial office injections. Objective was to assess cost-effectiveness of 2-stage implantation sacral neuromodulation versus 200 units onabotulinumtoxina for the treatment of urgency-urinary incontinence. The authors ultimately concluded that ¿although both treatments were effective, the high cost of sacral neuromodulation is not good value for treating urgency-urinary incontinence compared with 200 units onabotulinumtoxina.¿ reported events: 1. 62 snm patients experienced urinary tract infections (symptomatic with or without culture positive). 2. 4 snm patients required revisions. 3. 1 patient was admitted to the hospital for post-operative pain related to their snm. No further complications were reported or anticipated.